Event description:
It was reported that the physician was unable to interrogate the pump. Interrogation was attempted with another physician programmer without success. The pump position was later confirmed by x-ray showing the pump serial number in correct order. There was no change in the clinical status of the patient or withdrawal symptoms. The patient was scheduled for a pump refill and reprogram on (B)(6) 2013; however, it was also reported that the pump was to be replaced before (B)(6) 2013. The device system was used to deliver lioresal. It was later indicated that the pump had been replaced as there was discussion regarding return of the pump to the manufacturer.

Manufacturer narrative:
(B)(4).